Event description:
The customer reported that during the surgery, a nurse noticed that the white part of the e3595 had fallen into the patient. The piece was retrieved from the patient's abdominal cavity without any injury to the patient. The incident device was discarded by the site.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.